Event description:
One pt sample with discrepant total bilirubin results. Initial result gave 0.4 mg/dl; repeat gave 10.4 mg/dl. Initial result reported. Pt not adversely affected. The field svc rep was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.